Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a low event. The patient¿s mother stated the patient¿s dexcom had been displaying a sensor error and would randomly go on and off through the day and night. She stated she woke up and checked that patient¿s blood glucose with a finger stick reading and stated the patient was dangerously low. She indicated that she was not alerted due to the dexcom displaying the error. No injury or medical intervention was reported. No additional patient or event information is available.